Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted, give date: not applicable, the lens remains implanted to date. (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The complaint is about a patient condition and could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. No non-conformance reports (ncr) associated to the device production order was found. The product was manufactured and released according to specifications. A search in complaints history revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that during the insertion of the iol in the patient left eye, the lens suddenly left the injector and ruptured the posterior capsule of the eye. It was indicated that there was no need to replace the lens; however, there was a need to extend the surgery (40 minutes increase) to perform a posterior vitrectomy via pars plana, endolaser and apposition of the lens in the capsular groove. Reportedly, no enlargement of the initial incision was necessary. The patient's condition was reported to be regular, still under postoperative treatment using antibiotic and anti-inflammatory eye drops, as well as hormonal, oral anti-inflammatory. Additionally, it was reported that the patient presented a transient increase in intraocular pressure using hypotensive eye drops (combigan). The visual acuity is at 20/40 with unstable refractive residue. No further information provided.